Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member was reported via phone call that they experienced high blood glucose level. Customer's blood glucose level was 450 mg/dl at the time of call. Customer declined the troubleshooting for high blood glucose level. Customer assisted with pairing their phone to insulin pump. Customer stated that they received sensor updating and change sensor alert. The device will not be returned for analysis.